Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization in the hypogastric artery using a pod coil and a lantern delivery microcatheter (lantern). During the procedure, while advancing the pod coil halfway out of the lantern, the pod coil unraveled and unintentionally detached. The physician then advanced a guidewire to trap the detached pod coil. The lantern containing the detached pod coil and the guidewire were removed. After removal of the detached pod coil, the guidewire, and the lantern, the physician noticed that the lantern was damaged at the distal end. The procedure was completed using another pod coil and another lantern. There was no report of an adverse effect to the patient.

Event description:
The patient was undergoing a coil embolization in the hypogastric artery using a pod coil and a lantern delivery microcatheter (lantern). During the procedure, while advancing the pod coil halfway out of the lantern, the pod coil unraveled and unintentionally detached. The physician then advanced a guidewire to trap the detached pod coil. The lantern containing the detached pod coil and the guidewire were removed. After removal of the detached pod coil, the guidewire, and the lantern, the physician noticed that the lantern was kinked at the distal end. The procedure was completed using another pod coil and another lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was updated: 1. Section b. Box 5. Describe event or problem. Evaluation of the returned pod coil confirmed that the embolization coil was detached. Evaluation revealed that the pet lock was intact, and the pull wire was in its initial position. If the pod coil is manipulated against resistance, the pusher assembly may elongate causing the embolization coil to detach. The kinks on the returned lantern may have contributed to resistance during the procedure. Further evaluation revealed kinks on the pusher assembly and offset coil winds. This damage is incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.